Manufacturer narrative:
E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had image processor socket failed to securely lock the camera head connector, resulted an unstable connection and intermittent image signal during maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the image processor socket failed to securely lock the camera head connector, resulting in an unstable connection and intermittent image signal. This was due to a defective video connector socket, which caused the connection between the scope and the video system center to loosen. The most probable cause was traced to a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.